Manufacturer narrative:
Corrected: g5 combination product from yes to no.

Event description:
It was reported that the patient experienced a replacement of an ambicor penile prosthesis(app) device due to unspecified reasons. A patient outcome was not reported.

Event description:
It was reported that the patient experienced a replacement of an ambicor penile prosthesis(app) device due to unspecified reasons. A patient outcome was not reported.